Manufacturer narrative:
Contact phone number: (B)(6).

Event description:
Smiths medical received information that on (B)(6) 2021 while using a gripper plus nac, along with a medicon" implantable port, the gripper device was disconnected from the nipro sure plug" mating component. It was reported that air was drawn into the connection part, resulting in an air emboli in the patient. The patient expired on (B)(6) 2021. Cause of death was cerebral infarction. Physician informed that a casual relationship between patient death and the air embolism cannot be denied. No lot number was provided, and the device was discarded by the customer.